Event description:
Complaint states: "due to wear of this hylamer-m tibial insert; knee instability; joint edema; bone resorbtion; synovitis may be caused. The pt's height is 150cm. The pt was not in pain; but the surgeon felt the revision was necessary.